Event description:
It was reported that this pacemaker oversensed the right atrial (ra) channel causing some inappropriate atrial tachy response (atr) episodes. This pacemaker and ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).